Event description:
It was reported that the user received a ¿charge ilet now¿ alert while the ilet was on the charger and the alert persisted despite a green charger light and verification of proper charger placement and outlet function. The device subsequently powered on after additional time on the charger. Symptoms included elevated blood glucose. Outcomes included the need to resume corrections once the device regained sufficient charge, with no medical intervention or hospitalization reported. Investigation included technical troubleshooting and user education focused on power and charging function. Investigation of this case revealed the device required extended charging time before activation, and no charger malfunction or user error was identified. It was concluded that the device functioned as expected after adequate charging, and the hyperglycemia resolved through resumption of therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.